Event description:
A materials and equipment facilitator reported that during a procedure the vitrector port was not working. The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatic connector was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 28, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming pneumatic connector. However, how that pneumatic connector became non-conforming remains inconclusive. (B)(4).